Event description:
It was alleged that during initial attempted use of the IV tubing, wo separate times, the pump gave "check air sensor" alarm. The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed. It was noted that the pt experienced a drop in blood pressure. Pressure stabilized after the vasoactive drug was infusing. No further details about the event are available. There was no reported pt consequence.